Manufacturer narrative:
Device eval summary: device evaluations both battery packs have been completed. The battery pack would not work because there was water inside the battery pack. One of the cells was corroded under the battery connector. The battery pack was scrapped. The root cause of the battery pack not charging was this water damage. Another battery pack was giving the "battery pack fault" led because it was used for greater than twenty-four hours. There were many "battery runtime expired" fault flags on the download. The battery pack was fully functional. It was retested and restocked. No adverse event occured due to the defective battery pack. The pt received replacement battery packs.

Event description:
The daughter of a female pt contacted lifecor customer support to report that both battery packs were giving the "battery pack fault" led when placed in the battery charger. The pt was unable to download because they do not have a landline. Support sent the pt two replacement battery packs.